Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial# (B)(4) implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving gablofen (2000 mcg/ml at 150 mcg/day) via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient had intermittent increased tone followed by decreased tone. There were no contributing factors. A dye study was completed, which was inconclusive for any issue. The patient was taken to the operating room for an exploration surgery on (B)(6) 2018, but no issues with the pump or catheter system were found. The catheter had good cerebral spinal fluid (csf) flow and the pump bolus on the table showed good flow. The pump segment was removed with a surgical instrument and a white portion of the pump connector (where it connected to the pump) came apart from the internal metal of the connector, so the hcp wanted it replaced. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the hcp caused the connector to come apart when she used the surgical tool. It was noted that "there was nothing wrong with anything." No further complications were reported.